Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: (B)(4) reference the same case. Using a 11mm versastep trocar, instrument would not go through the trocar, getting caught on the rubber seal, the rubber seal fell into the patient ((B)(4)). The other trocars used were having the same problem, the suction irrigator would not easily go through the trocar. The rubber seal fell into the patient and was removed.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/17/2015.